Event description:
It was reported that device interrogation revealed several episodes showing noise and post-paced t-wave oversensing. Patient was asymptomatic and non-pacemaker dependent. The noise could not be reproduced with isometrics. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.